Event description:
Procedure type: lap chole. According to the reporter: surgeon attempted to insert trocar and noticed that the trocar tip had broken off prior to passing through the paritenium and prior to entering the cavity. The surgeon removed the trocar and broken tip and used another to proceed. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported. Pt is fine.

Manufacturer narrative:
(B) (4). (B) (4).